Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was having strobing lights. Clinical reason is patient experiencing dysphotopsia. The iol was exchanged for monofocal intra ocular lens 2 months 2 days following the initial implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.